Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been shipped to manufacturing site. (B)(4).

Event description:
A doctor reported that the probe was not able to cut during a procedure. The product was replaced and procedure completed with no patient harm. Aspiration functionality is unknown.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received with a tip protector in a tray for the report of unable to cut. The returned sample was visually inspected and was found non-conforming with a bent needle. The sample was then functionally tested for aspiration, actuation, and cut. The sample was found non-conforming for all functional tests. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is bent. Gouge marks were observed at the bend area, cutting edge, and several other locations along the inner cutter. The probe was damaged during it disassembly, therefore, no additional testing could be performed. The complaint evaluation confirms the probe had a cut issue as reported. The complaint evaluation also indicated the needle and inner cutter were bent. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The complaint evaluation also indicated the probe had an actuation and aspiration issue. The root cause for the observed non-conformances is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Excess usage will also introduce a greater amount of surgical material, increasing the likelihood of partial or full occlusion of the aspiration path. No action has been taken as it appears that the observed non-conformances were due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).